Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed a cassette locked but not latched alarm. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock flex sensor. As a result, the latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette lock failed. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no patient injury was reported.